Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual and functional inspection was performed on the returned device. The reported failure to deploy and mechanical jam was unable to be confirmed as the stent implant was deployed without any issues noted, and no damages were noted to the internal components. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the transhepatic biliary vessel that did not have any tortuosity or calcification. A 10 x 100 mm absolute pro self-expanding stent system was used; however, it was not possible to rotate the thumbwheel as it was stuck. Therefore, it was not possible to deploy the stent which reportedly completely failed to deploy. The device was removed and another unspecified absolute pro device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed that the distal end of the stent was partially exposed and was not flowered.